Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained hydromorphone [3 mg/ml] at a dose of 0.5 mg/day and bupivacaine [9 mg/ml] at a dose of 1.5 mg/day. It was reported the patient¿s pump was flipped. The last pump refill was on (B)(6) 2017, and everything was fine at that time per the hcp. The hcp stated the intrathecal drug dosing was decreased 50% at the refill. The hcp stated they wanted to program the pump to off state, and the hcp was given the off code. No patient symptoms/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.